Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 105 alarm during drain 5 of 5 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to review therapy. The hc is set for continuous cycle peritoneal dialysis with a total volume of 10000ml, total time of 10, fill volume of 2000ml, and last fill volume of 0ml. The hp stated they use 2 6-liter bags and had a normal amount of fluid remaining in the bags this morning. The hp stated they used green and yellow bags of solution last night. The hp stated he had something out of the ordinary to eat yesterday and drank a lot of fluids. The hp stated he had a low ultrafiltration(uf) of 1926ml. The hp had cycle 5 uf of 2296ml, cycle 4 uf of -247ml, cycle 3 uf of 55ml, cycle 2 uf of -249ml, and cycle 1 uf of 71ml. The hp had no symptoms of increase intra-peritoneal volume and he feels okay. The hp stated that he normally has a high uf. The tsr advised the hp to contact his nurse about the alarm. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition was confirmed during review of the device's event history log. The returned homechoice device was put through a simulated therapy. The simulated therapy was completed successfully. All pressures were found to be correct and stable. Therefore the high drain volume could not be duplicated during evaluation, however, it was confirmed through the event log. The cause was determined to be one or more cycle advances to the next fill when a slow/no flow occurred, above the minimum drain volume.